Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a button error alarm. The customer stated the insulin pump was splashed with soda and a button error alarm occurred after. Customer stated they were unable to clear the button error alarm. Customer's blood glucose was 221 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. Customer declined to return the product for analysis.